Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01, implantable pulse generator, 2008 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead warning occurred. There was low atrial lead impedance. No intervention or reprogramming was taken and the physician decided to monitor the patient more frequently. The lead remains in use. No patient complications have been reported as a result of this event.